Manufacturer narrative:
MDR 2183456-2019-00030 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2019-00030 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
An ad-tech clinical specialist attending a case reported that when the physician was drilling through the first trajectory, our drill bit fused with the drill sleeve guide. They finished the case with another drill bit and an alternative guide with no patient harm.